Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Haiou medical is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified (B)(4) who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported that when drawing up individual doses of (B)(6) covid19 vaccine from reconstituted vials of (B)(6) the needle separated from the plunger. The needle was placed through the rubber stopper of the (B)(6) vial, then the vial was inverted for drawing up the vaccine dose by pulling back on the plunger to remove the 0.3ml of vaccine into the syringe the plunger separated from the needle and the vaccine could not be drawn out of the vial. It was decided since this product could not draw-up vaccine from the vial that the device could be unsafe to use for administering vaccine to patients. Mckesson did not receive any information regarding direct patient injury.